Manufacturer narrative:
Evaluation summary: device was returned loaded with 3-way port. Numerous kinks were evident along the hypotube during visual analysis. The stent was positioned on the balloon between the marker bands as per specifications. Deformation was evident to the 5th and 6th distal stent wraps with struts bunched and overlapping. Deformation was evident to the distal tip, with tip appearing kinked. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4).

Event description:
The physician intended to use a resolute integrity rx drug eluting stent to treat a severely calcified and tortuous lesion located at the circumflex artery exhibiting 100% stenosis. There were no abnormalities in relation to anatomy. There was no damage noted to packaging and no issues noted when removing the device from the hoop/tray. The device was inspected with no issues identified. Negative prep was not performed. The lesion was pre-dilated. The device did not pass through a previously-deployed stent. Resistance was encountered when advancing the device. Excessive force was not used during delivery. It was reported that the stent deformation occurred during positioning. The physician believes that the event was due to use of the device in difficult lesion morphology/anatomy and that the event was procedural related and not device related. The physician completed the procedure with another medtronic device. The patient is alive with no injury.